Event description:
It was reported that following a spinal cord stimulator revision, the patient reported an active infection of unknown type and unknown location. The patient reported hospitalization for 6 days after the revision and ongoing 24/7 intravenous antibiotic therapy administered through a central line. The patient also reported additional symptoms described as bladder issues and hip spasms that were reportedly caused by stimulation. The issue was reported as ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.